Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm the explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that after the patient's trial procedure, the patient began to complain of pain and soreness in the right heel that became too uncomfortable. The physician determined it was because of the wire that passed through some scar tissue and does not believed it was caused by the device. The leads were removed and the pain subsided.